Event description:
Pump keeps reading check clutch. Antibiotics switched to another syringe pump - no problem infusing antibiotics on second pump.====================== manufacturer response for medfusion 3500 syringe pump, ======================several pumps with "check clutch" issue for past 18 months. Working with smiths medical on solutions.